Manufacturer narrative:
One opened sample was received; it was visually and functionally evaluated. The luer lok adaptor (lla) was found detached from the barrel. No component defects were observed. After reassembly of the device following the directions for use (dfu), a functionality test was performed. The results were as expected; the lla did not detach during this test. Investigation showed that no remarks related to this complaint were reported in the batch record visual inspection. A functionality test was performed on the retention samples; the samples performed as expected. There have been no similar complaints reported in this lot of product. This report was mailed to FDA on: 11/14/2008.

Event description:
A surgeon reported the luer lok adaptor (lla) came off the syringe when the product was opened. The product was not used on a patient. There was no patient impact associated with this report.